Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated the axsym troponin-I adv reagent pack lid #1 failed to open on four reagent packs and caused probe crashes on the axsym analyzer. No impact to patient management was reported.